Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 13.2mm vicm5 13.2 implantable collamer lens, -11.50 diopter, tore during loading and there was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.